Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "no readings", "sensor error" or "brief sensor issue" was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 the patient stated he received ¿sensor error, wait three hours¿ intermittently throughout the day. The patient was not testing his bg fingerstick values as a back-up during this time. Later in the day, the patient had a seizure and passed out. The patient¿s father called emergency medical service (ems). Once ems arrived, the patient¿s blood glucose (bg) meter reading was 20 mg/dl, while the cgm was displaying a sensor error message. Ems treated the patient with glucagon. After treatment, the patient¿s bg meter reading went up to 60 mg/dl and the patient recovered at home. The patient was not transported to the emergency room. The patient was fine at the time of the report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 3/31/2024. It was reported that a "no readings", "sensor error" or "brief sensor issue" was reported. The sensor was inserted into the arm on (B)(6) 2024. On 2/29/2024 the patient stated he received ¿sensor error, wait three hours¿ intermittently throughout the day. The patient was not testing his bg fingerstick values as a back-up during this time. Later in the day, the patient had a seizure and passed out. The patient¿s father called emergency medical service (ems). Once ems arrived, the patient¿s blood glucose (bg) meter reading was 20 mg/dl, while the cgm was displaying a sensor error message. Ems treated the patient with glucagon. After treatment, the patient¿s bg meter reading went up to 60 mg/dl and the patient recovered at home. The patient was not transported to the emergency room. The patient was fine at the time of the report. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.